Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had fractured. Low p-wave measurements were noted along with loss of capture. Additionally, high out of range pacing impedance measurements had been observed. Noise could be created with arm movement. The patient had received a shock that appeared to be due to atrial fibrillation (af) with rapid ventricular response. The ra lead was programmed off by reprogramming the device to vvi. Detection enhancements were also reprogrammed. Subsequently, the patient was admitted to a cancer center and later expired. There were no allegations against lead or device functionality at that time.